Event description:
It was reported that patient with moderately differentiated rectal adenocarcinoma underwent PICC catheter placement from the left basilic vein under ultrasound and using the seldinger technique on (B)(6) 2020. 47 cm of the catheter was placed internally and another 1 cm was exposed, and the tip was located at the 3rd rib. The catheter was maintained properly. During the maintenance on (B)(6) 2021, liquid was found leaking from the insertion site. Pulled the catheter out and found the catheter kinked at the 20 cm scale. Placed a new catheter (8194118) for subsequent treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. Discoloration was observed throughout much of the catheter. A partially circumferential split was observed at the 20cm depth marking. The split occurred within a permanent kink impression. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2443 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that patient with moderately differentiated rectal adenocarcinoma underwent PICC catheter placement from the left basilic vein under ultrasound and using the seldinger technique on (B)(6) 2020. 47 cm of the catheter was placed internally and another 1 cm was exposed, and the tip was located at the 3rd rib. The catheter was maintained properly. During the maintenance on (B)(6) 2021, liquid was found leaking from the insertion site. Pulled the catheter out and found the catheter kinked at the 20 cm scale. Placed a new catheter (8194118) for subsequent treatment.